Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The purpose of this study was to assess and highlight 3 cases regarding patients with depuy hylamer-m polyethylene inserts experiencing significant adverse events. The authors report 2 cases in which early massive osteolysis of the posterior condyles of the femur occurred, 5 years after a depuy (warsaw, in) amk total knee prosthesis was placed with the use of a hylamer-m liner (cases 2 and 3). Additionally, they report one case of early delamination of a hylamer-m insert requiring revision (case 1). In case 2, the authors report a (B)(6) year old man with a left amk tka prosthesis with hylamer-m insert placed in 1993, 4.5 years before presentation. He had reported good pain relief for 4 years and over the past 1 year subsequently had increasing symptoms of pain, decreased motion, and instability of the knee. Radiographs of the knee showed massive, cystic areas of bone loss about the posterior femoral condyles. Intraoperatively, the femoral component was markedly loose and easily removed. Complete loss of the posterior medial condyle was noted, which was approximately 5 cm x 3 cm x 4 cm in volume. Areas of marked delamination .5 mm were noted medially and laterally in the polyethylene spacer. Femoral head allograft was sculpted to fit into the large medial cavitary defect. With this done, a 4.5-mm partially threaded cancellous screw was placed to fix the allograft into the lesion. The reconstituted posterior condyle then was cut with the posterior and chamfer cuts without difficulty; this allowed for appropriate placement of the new femoral component. The patellar and tibial components were replaced, and a new polyethylene spacer was placed.